Event description:
It was reported to philips that the movements of the allura device were unavailable. The device was inside clinical use at the time of the event. No patient harm was reported. A philips engineer visited the site and replaced the geo module. The device was returned to expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that geometry movement was partly available. During troubleshooting, the fse identified issue with geo module. The fse replaced the geo module. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.